Manufacturer narrative:
During a device evaluation, technician confirmed that the energy was low and greater than 20% outside of specification. Root cause for patient's symptoms are unknown. There was no confirmation that it was related to treatment nor device malfunction. Site had reported that patient's symptoms resolved 24 hours post treatment without intervention. Replacement parts were ordered to resolve the issue. This incident is reportable because it is an accidental radiation occurrence (aro) since the device operated out of specification range.

Event description:
It was reported that patient experienced an abundance of white heads following a laser hair reduction treatment on the face using elite md. Second patient was reported in MDR# 1222993-2024-00033.